Event description:
It was reported that during a ptca/stent procedure, a 3.5 x 18 mm penta stent was used for the procedure. However, before stent deployment, it was observed that the stent seemed to be longer than 18 mm. The stent was withdrawn and then measured. It was found that the stent was actually a 3.0 x 23mm penta stent (lot#2032131). Appearently, the 3.0 x 23mm penta stent had been packed into a 3.5 x 18 mm penta stent package. The physician proceeded to stent the target lesion with a 3.5 x 13 mm penta stent.